Event description:
The customer complained of erroneous results for 1 patient sample between a roche cardiac d-dimer test used on an h232 meter and the laboratory. The same sample was tested on the meter and then sent to the laboratory. Erroneous results were reported outside of the laboratory. The roche cardiac d-dimer result was 3300 ng/ml. The laboratory result was 985 ng/ml. No adverse event occurred. The expiration date for strip lot 28217110 is documented as "(B)(4)." The h232 serial number was (B)(4). Neither the h232 instrument nor a similar device is sold in the united states.

Manufacturer narrative:
This event occurred in (B)(6).